Event description:
The letter alleges our product failed and caused damage to the consumers property through a fire. Investigative reports have listed the cause of the fire as undetermined at this time.

Manufacturer narrative:
MFR received an insurance claim of property damage and an alleged injury which both are unconfirmed. Consumer was reportedly a smoker and several ashtrays and cigarettes were found throughout the apartment. The investigation report was received and marked undetermined at this time. No conformation MFR device even caused this fire. MDR filed as a conservative measure.